Event description:
It was reported that pocket infection occurred. The patient's implantable cardioverter defibrillator (ICD) and associated leads were explanted. Perforation and pericardial effusion/tamponade occurred immediately post explant of the patient's left ventricular (lv) lead. Staphylococcus epidermidis was suspected as microbial cause of infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implant date (B)(6) 2009; 5076-52 lead, implant date (B)(6) 2006. (B)(4).